Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the device was overheating; the hard drive and power supply were replaced as a preventive measure. It was also noted that the device failed the left antenna connected test; the left antenna had a loose connection, and it was reconnected. Furthermore, the stylus was missing, so one was added and calibrated. The hard drive was reconfigured, and the software was updated. The device passed final functional and system tests.

Event description:
It was reported that the programmer was overheating, and the universal serial bus (usb) port was not working. The programmer has been returned for repair. There was no patient involvement.